Event description:
The physician reports implanting the crystalens and postoperatively, he was not satisfied with the results. A yag procedure was performed and the lens was subsequently exchanged for a different lens model. This report is being filed on the basis of unknown cause.